Event description:
Olympus, 5mm, 35 cm, front-actuated grip thunderbeat used during laparoscopic procedure. Noticed teflon piece was loose. Removed device from patient and piece fell off onto back table. Device removed from service.